Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent and the overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the lead was returned with the helix retracted and blood/tissue visible. In addition, the helix was observed to be bent. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had rising threshold and decreased sensing after a few months of being implanted. The physician decided to re-position the lead, however the lead's helix retracted but would not deploy when re-positioned. The lead was explanted and tested again and the helix would still not deploy. The lead was replaced. No patient complications have been reported as a result of this event.